Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged no excessive no delivery/occlusion alarm on event date 24-mar-2011 pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No excessive no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported there was no delivery during manual prime. The customer reported no adverse event. The event involved product(s) mmt-723nas. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-723nas was requested, and the customer's response was that the device would be returned..